Event description:
Dealer reported that the end user was using an unknown wheelchair after having ankle surgery. User was riding on rough terrain when the footplate for the rp275050 hemi legrest split causing their foot to be dragged under the unit. And for the user to fall forward out of the chair. User went to the doctor, had x-rays, no broken bones, no alleged injury. User is in pain.